Event description:
It was reported that there was an air embolism, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. While the physician was positioning the was in the patient an air embolism traveled through the was and into the patient's left ventricle. The patient experienced st segment elevation. The procedure was ended, and the patient was taken to the intensive care unit to be evaluated. The patient was noted to have experienced a small infarct to the right frontal lobe. No treatment or intervention was performed at this time. The patient has since been transferred to another hospital for hyperbaric treatment.